Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced shocking and burning sensation at the ipg site. As such, surgical intervention may take place at a later date to address the issue.

Event description:
Information indicates the ipg was not implanted with optimal placement.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Patient reported buzzing sensation at the ipg site.